Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Event description:
It was reported that a stent assisted coiling procedure was performed to treat an intracranial aneurysm in the left ica ophthalmic (c6 segment) in a patient. During the procedure when attempted to insert a balloon as a standard practice post implantation to ensure full apposition of the stent to the parent vessel wall, the subject stent got bunched and migrated. Additional second stent was implanted in the patient at the target lesion to complete the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. D4 lot# - corrected from 21681940 to 21681940r. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the condition being treated was endovascular treatment of an intracranial aneurysm and the anatomical location of the target lesion was the left ica (internal carotid artery) ophthalmic (c6 segment). The stent migrated when a balloon was advanced through the stent as standard practice post implantation to ensure full apposition of the stent to the parent vessel wall. The procedure was completed successfully with the second stent. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported 'stent dislodged/migrated¿ and ¿device interaction with another device¿.

Event description:
It was reported that a stent assisted coiling procedure was performed to treat an intracranial aneurysm in the left ica ophthalmic (c6 segment) in a patient. During the procedure when attempted to insert a balloon as a standard practice post implantation to ensure full apposition of the stent to the parent vessel wall, the subject stent got bunched and migrated. Additional second stent was implanted in the patient at the target lesion to complete the procedure. No clinical consequences were reported to the patient due to this event.